Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high thresholds, and high impedance values. The rv lead was suspected for fracture. In addition, the right atrial (ra) lead exhibited high pacing thresholds. Subsequently, the rv lead was cut, capped and replaced, as the tip could not be fully removed. The ra lead was fully explanted and replaced. No patient complications have been reported as a result of this event.